Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. Product review of the skin graft mesher on october 24, 2019 revealed that the ratchet was stuck on the roller and the comb was bent. The calibration was within specifications and the device produced a passing sample mesh. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on october 24, 2019 which included replacement of the comb, roller, and ratchet gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the skin graft mesher handle was stuck on the roller, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the comb, roller, and ratchet gear was replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It has been reported that the ratchet handle was stuck. The event occurred during surgery. No harm or delay occurred. Per the investigation, it was discovered that the comb was bent. No adverse events were reported as a result of this malfunction.